Manufacturer narrative:
Requests were made for the device to be returned for information; however, it was not received. The report of pump thrombosis could not be determined. No further information was provided. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient gender was not reported. (B)(4). Approximate age of device - 1 year, 7 months. The explanted device is expected to be returned for analysis. It has not yet been received. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016. The cause of expiration was listed as pump thrombosis. No additional information has been provided but has been requested.